Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a defective stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the sample had a rolled stopper inside the syringe therefore failure mode was verified. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Cameras were implemented to detect rolled stoppers during the manufacturing process. Syringes determined to be defective are automatically rejected by the machinery. It is possible that the rolled stopper was angled in just the right way that the camera did not detect the rolled stopper, however this is an extremely infrequent occurrence since the camera was added. The camera is challenged every shift to ensure it is functioning as intended. No issues with the camera were recorded in the device history review for this batch. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a defective stopper. No serious injury or medical intervention was reported.